Event description:
An arterial air alarm occurred during a routine hemodialysis treatment, which could not be resolved by the operator. Rinseback was not performed resulting in an estimated blood loss of 190cc. The pt's bp post treatment was 100/58. The pt was admitted to the hospital for low bp, weak and unsteady gait on (B)(6) 2010, and discharged on (B)(6) 2010. No further details are available.

Manufacturer narrative:
The exact cause of the alarm cannot be determined. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. There is no evidence of a device malfunction. Facility staff did not know if the pt's hospitalization was attributed to the blood loss and do not expect to receive additional info. Nxstage medical considers this report closed. No additional info will be provided.